Event description:
It was reported that pump displayed recurring cartridge alarms, specifically cartridge alarm 20 with consecutive cartridges, and issue did not occur during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump within warranty, provided instructions for storage mode and return of problematic pump within specified timeframe, confirmed shipping details, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.